Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that during patient use, the ventilator displayed the alarm message ¿unit restarted (gui), check settings & apps.¿ the message was highlighted in green and did not produce an audible alarm. The ventilator continued to provide ventilation to the patient, and the patient was subsequently placed on another ventilator. No patient harm was reported. The ventilator logs indicated that a critical exception occurred, triggering a graphic user interface (gui) restart. During the restart, the gui became temporarily unresponsive to touch, and waveform and patient data updates were momentarily paused. The ventilator continued to provide ventilation throughout the event. The gui recovered after approximately 37 seconds, and the system resumed normal operation without any user intervention.

Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.